Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump stopped delivering insulin and the patient went into diabetic ketoacidosis. The patient had blood glucose levels in the 600'smg/dl at admission to the hospital. The patient was treated with IV insulin and fluids. The reporter did not have pump in hand to troubleshoot. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.